Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, a pericardial effusion was observed via echocardiogram. It was noted that the transeptal puncture and access were difficult. Antibiotics were administered intravenously. Additionally, the patient's hospital stay was extended. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) study.